Event description:
Event description boston scientific crm received information that a red alert was generated via the latitude system for pacing lead impedance measurements of greater than 2000 ohms for this ventricular defibrillation lead. Boston scientific received information that four years later, it was reported that the pacing impedances on this right ventricular lead had lowered off to levels around 1300 ohms. All other lead diagnostics were reported to be normal, with no noise noted on the lead. The physician will continue to monitor the system. No adverse patient effects were reported.

Manufacturer narrative:
The field representative reported that the physician is aware and is monitoring this lead. At this time, no additional information is available. No adverse patient effects have been reported. If additional information becomes available, this event will be updated. The lead remains in service. No further information is available. This report will be updated if more information becomes available.